Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.